Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the vlp titanium 1.5 mm x 9 mm cortex screw t4 self-tapping was left without a head when it was screwed in. Surgery was resumed, after a non-significant delay, with the same device. No further complications were reported as a consequence of this problem.

Manufacturer narrative:
Section h3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time, nor can a clinical root cause of the breakage be determined. Patient impact: the patient's current condition was reported as stable, however, the patient impact beyond the reported events cannot be determined based on the limited information provided. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for mini-fragment plating system revealed that cracking or fracture of implant components have been identified in adverse effects section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specification, the quality and manufacture of standard grade titanium-6 aluminum-4 vanadium alloy is controlled during manufacture. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to excessive forces applied to implant or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. E1: initial reporter name and address, h6: health effect - clinical code and health effect - impact code